Manufacturer narrative:
The reported event of high impedance was confirmed. As received, the lead extension was found with internal wires broken, that would cause high impedance and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had high impedances resulting in ineffective therapy. Surgical intervention was undertaken and the extension was explanted and replaced resolving the impedances. Effective therapy was established postoperatively.